Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument would not clamp clip together. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips clip test was performed and was not able to clip properly in a smooth motion. While no damage was found at the wrist, motion was not smooth upon manual input of the grip disk input knobs. Additional observation not reported was that the grip cable was found derailed. When the housing was removed, grip cable at back end was found off-track its slot causing motion issues at the wrist.